Manufacturer narrative:
Reported event: an event regarding loosening¿involving an unknown trident shell was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided revision op report and consultation note confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: provided revision op report and consultation note confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. H3 other text : device not returned.

Event description:
It was reported that the patient's head was revised. As reported by rep: "loose acetabular shell." Patient was revised to stryker and competitor devices. Update per response: "there are no allegations from the surgeon against the 3 implants" (mdm liner, adm/mdm poly insert. & v-40 femoral head).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's head was revised. As reported by rep: "loose acetabular shell." Patient was revised to stryker and competitor devices. Update per response: "there are no allegations from the surgeon against the 3 implants" (mdm liner, adm/mdm poly insert & v-40 femoral head).